Manufacturer narrative:
Without a lot number a review of the manufacturing records is not possible. It was alleged that the problem could be due to a hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions for use, provided with the device, as a possible complication. The source of the pain has not been identified. Based on the information provided, no conclusions can be made at this time. The patient could not provided product identifiers and indicates that her md thought she may have a "bard" mesh. The patient reports that she will attempt to gather additional information. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2006 the patient underwent the repair of a right inguinal hernia using an unspecified "bard" mesh. The contact did not have the name of the mesh and could only indicate the md thought the implant may have been a "bard" mesh as that is all he can recall using in 2006. As reported the patient did fine after the surgery but did have a reaction to the anesthesia in which she passed out on postop day one after arriving at her home. During the early postop period it is reported that the patient still felt a lump similar to that of the hernia prior to repair and the contact reports the md advised that it was just scar tissue. As reported the patient has always had some level of pain in the right groin/leg since the hernia repair, however, this has become progressively worse over the years and now interferes with daily activity and also wakes her throughout the night. As reported a CT scan showed a small site (about 1.5mm) indicating a possible hernia recurrence. The contact indicates the patient has been in otherwise good health and has not had any other surgeries.